Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded lcd board. Device also received with cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump are not responding. No significant events leading to the keypad issue. Blood glucose value was 148 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.